Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the purewick urine collection system did not absorb urine overnight. Representative advised to bend wick in the u shape three to four times and make sure the tubing about three fourth of an inch away from the tip of the wick. Customer also had questions about connecting tubing to elbow connecter. Representative advised that they should be connecting firmly into port hole opening. Customer stated they did not receive a privacy cover for the machine. Representative advised that privacy cover was no longer available. It was noted that the patient had been using the purewick products for less than 90 days. Per additional information received on 14apr2022, patient reported urine backed up, leaked and had low suction. Representative stated the wicks would become saturated with urine, fibers caused contact dermatitis. Doctor prescribed lidocaine cream to clear. Patient had been using the purewick product for less than 90 days.

Manufacturer narrative:
The reported event was confirmed as design related. It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It appears that there may be a relationship between the product and the reported event. Primary root cause of suction related issues was a broken canister, followed by user related issues associated with incorrect tubing connections or canister lid not being properly secured. In addition, there were a smaller portion of suction issues associated with internal tubing not being held in the proper position resulting in a kink (or the possibility of a low suctioning pump component). The labeling review was not required because labeling could not have prevented this issue. Corrections: b,g. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the purewick urine collection system did not absorb urine overnight. Representative advised to bend wick in the u shape three to four times and make sure the tubing about three fourth of an inch away from the tip of the wick. Customer also had questions about connecting tubing to elbow connecter. Representative advised that they should be connecting firmly into port hole opening. Customer stated they did not receive a privacy cover for the machine. Representative advised that privacy cover was no longer available. It was noted that the patient had been using the purewick products for less than 90 days. Per additional information received on (B)(6) 2022, patient reported urine backed up, leaked and had low suction. Representative stated the wicks would become saturated with urine, fibers caused contact dermatitis. Doctor prescribed lidocaine cream to clear. Patient had been using the purewick product for less than 90 days.